Manufacturer narrative:
Device is not being returned for evaluation.(B)(4)

Event description:
Used awl, put in first anchor and was inserting anchor shattered- put in second, seemed to go in fine but realized anchor had broken at tip. Put another footprint in different area and ok.